Event description:
It was reported that the user experienced an occlusion while using a 23" teflon 6 mm inset infusion set, did not recognize it until receiving a high glucose alert, changed the infusion site, and then encountered an unable to proceed alert when reconnecting the tubing; the device was restarted, tubing troubleshooting was reviewed, fill tubing and fill cannula actions were performed, and insulin therapy was confirmed as resumed. Symptoms included hyperglycemia with a highest reading reported as ¿high,¿ remaining above target for about one hour initially and later measured near 300 mg/dl without ketone testing, medical intervention, or need for assistance. Outcomes included transient hyperglycemia without injury and without hospitalization. Investigation included review of device alerts, user-guided inspection of tubing for kinks or obstructions, device restart, and confirmation of therapy resumption. Investigation of this case revealed that the occlusion was likely related to the infusion set/tubing and resolved after supply change and restart, with subsequent elevated glucose attributed in part to insulin-on-board accounting and known individual response time to correction. It was concluded, based on previously established findings for similar reports, that the cause was user-dependent infusion set/tubing obstruction with device functioning as designed following restart.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.